Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative mentioned that the system has large number of scans and many exams were removed to create disk space. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), the navigation system became unresponsive. Site was in the process of rebooting the system and once the system was rebooted the navigation system functioned normally. Site proceeded withe case. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.